Event description:
Reporter alleged the customer obtained a result of 225 mg/dl on customers advantage system compared to the at-home nurses system reading of 55 mg/dl when testing was performed 5 minutes apart. Reporter stated the customer was experiencing hypoglycemic symptoms during the time of testing and the nurse treated customer with food. No report of any other actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.